Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump touch screen became shattered upon impact with a table. Additionally, the pump touch screen became black with blue streaks that blocked graphics and text. Customer's blood glucose was 120 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.